Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.

Event description:
Report received from the USA stating that the cutting bur was stuck inside the device. It was reported that the device was not used in surgery. It is unknown if there were any user or patient injuries or if any medical intervention was required. There was no additional information provided.